Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils prematurely detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid posterior communic ating artery with a max diameter of 20mm and a 10mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that during coil embolization, early detachment occurred, so it was retrieved with a snare and removed from the body. Embolization was being performed with two coils using a double catheter. A second coil also had premature detachment. It was inserted from a different catheter than the first one, but was detached within the catheter as well. The coil remaining in the catheter was long so the entire catheter was collected due to early detachment during coil embolization. There was no surgical or medicinal intervention required. There was no deformation or damage to the delivery pusher wires. There was no resistance during delivery. The first coil was repositioned 2 times and the second coil was not repositioned. The physician did not attempt to detach the coils. The delivery pushers were not rotated inside the patient. Continuous flush was administered during the procedure. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that in the end, the coil embolism was abandoned (all removed, no implant), and it was withdrawn. The physician's opinion was that the coilmight have been rewound with a double catheter, and the blood vessel might have been slightly tortuous, so a load might have been applied. The cause of the premature detachment was not determined. Ancillary devices: catheter fg11150-0615-2x 230097166.